Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high impedance and a fluoro image revealed tgat the lead was broken in two pieces. The lead was capped and replaced.